Event description:
It was reported that two episodes of non-sustained lead noise was observed due to intermittent post pace t-wave oversensing. The device sensitivity setting was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.